Event description:
Shortly after having one tooth replaced with a titanium post 2009, I lost the top left tooth directly across from it and since that point, I've lost several more teeth that I've had to be bold and my enamel is rotting from the inside out with no black. I've just got holes in my teeth and I need all of my teeth replaced I saw dr. (B)(6), who is retired from (B)(6) around this time who told me that I needed (B)(6) in dental work or maybe it was in 2015 but I want to say dr. (B)(6) my childhood dentist from the age of 11 is the one who pulled the tooth after getting an abscess! Then I had two teeth in 2022 that had to be pulled by (B)(6) where they committed (B)(6) fraud and got paid over 30 times what they should have by forcing me to pay them (B)(6) were (B)(6) pay them like (B)(6) before they pull two teeth. They weren't fully abscessed but it was getting there and it took a half a shot of novacaine in each tooth and he pulled them right out, no surgery, nothing, and got paid over (B)(6). When I could've gone to another dentist for (B)(6) bucks a tooth and gotten it done. I disputed it with (B)(6) and they credited me and then they turn around and took the money back because these people just want to lie through their teeth and think that they're above the law when they're not, and it's upstate, oral maxillofacial in (B)(6) on top of all of it just because they feel like it apparently they think if they all know and have known from day one that I'm hypoglycemic and if I don't eat crackers and juice, then my blood sugar doesn't regulate properly I have to constantly munch on things for the most part or drink high sugar items. I was in perfect health before meeting (B)(6) when I was 23 years old, never went to a doctor prior to that. I never needed to go to a doctor for anything. I was in perfect health. Now all these freaking problems and it says that factor five leiden is something you were born with as a dna defect but I don't believe that I think that's all fraudulent reporting personally, and it was all inflicted. Tsbde acknowledgement letter -complaint no. (B)(4). Https://docs.google.com/spreadsheets/d/1sjjbuu1sqgffcbyujpdtrgeigudu7ai4h70wtw8drig/edit. The acknowledgment letter is from the texas state board of dental examiners and I filed it because their office manager, or whoever tells me that they accept third-party claims and I have claim numbers associated with a rip off report against all the hotel chains, etc. Including dealerships, etc. And then I call back three months later and they told me they don't accept third party claims after they paid off a oral maxillofacial surgeon in (B)(6) to not address the situation to then commit (B)(6) fraud. They paid off (B)(6) and it's tied to the (B)(6) complaint and the link above is to my online public google spreadsheet for the whole planet to see the profanity behind it all. The least they can do is have all of my teeth, replaced and pay for it especially knowing that I was born with a dna blood disorder called (B)(6) and god only knows what they put on the post during surgery to cause this mess. It is what it is I've never had any problems at all in terms of my health, until all the inflictions of (B)(6), and his paid off dr. (B)(6) and this is ridiculous. These people need to get hit hard and I just looked up with the "fd8" does the people (B)(6) fine for a felony this is all one big giant conspiracy to kill me and others within my family with people that are actually dead in multiple states and the most recent is (B)(6), the third in honolulu with special security clearance out of pearl harbor as a retired mechanic. They got his address from a box of nuts and dried fruit that he had sent me in (B)(6) and then went to honolulu and killed him and liquefied is inside in a hospital. It is what it is and that happened in 2021 september. I've had multiple blood test and so forth in the last six months, showing all of my levels completely out of whack. Hypoglycemic factor five leiden thoracic outlet syndrome inflicted 2012 neck break congenital bilateral cervical ribs, c7, 4 inches long.